Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that shortly after the implant procedure the patient was hospitalized due to pain. The physician believes nerves were irritated during the procedure. The patient is recovering and is currently using the device to find effective pain relief.